Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent laparoscopic cholecystectomy on (B)(6) 2010.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
.

Manufacturer narrative:
The patient underwent the concurrent procedures of a dilation and curettage and hydrothermal ablation of the endometrium during mesh implantation. The patient underwent mesh revision/removal on (B)(6) 2009 due to pain and mesh exposure. The patient underwent mesh revision/removal on (B)(6) 2009 due to pain and vaginal discharge. The patient underwent mesh revision/removal on (B)(6) 2011 due to uterine prolapse and the patient also underwent the concurrent procedure of a transvaginal hysterectomy during mesh revision/removal. The patient underwent mesh revision/removal on (B)(6) 2011 due to dyspareunia. The patient underwent mesh revision/removal on (B)(6) 2011 due to mesh exposure. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal discharge and dyspareunia.